Manufacturer narrative:
The bio-hazardous waste sterilization procedure which is performed on all used electrodes prior to the pads returning for evaluation, reacts to the liquid gel on the electrodes. This reaction causes the gel to moisten all surfaces of the electrode rendering examination of the adhesive capabilities impossible. Consequently, the returned electrodes were unable to be evaluated. An evaluation was performed on a quantity of two retained samples of anterior electrodes from the same lot number of 1397. The tensile strength of the electroces was evaluated to 12.5 pounds with no fault found. An adhesion performance test was also conducted with no fault found.

Event description:
Complainant alleged that the staff was preparing to pace a male pt (age unk), but when they attempted to attach the sternum pad to the pt's chest, the pad did not adhere to the pt's skin. The complainant indicated that they were able to obtain another set of pacing pads to treat the pt. There was no adverse effect on the pt. As a result of the reported malfunction.